Event description:
Healthcare professional reported that approx 11 months post implant the pt had a high gradient. Echo showed peak gradient of 160mmhg, mean 94mmhg, with an eoa of 0.4 cm sq. Four days later surgeon reported pt had died and autopsy showed the valve was completely occluded with thrombus. Valve will be returned for eval.